Manufacturer narrative:
The lead was returned due to patient expired. As received, a partial lead (connector end) was returned in one piece measuring 6.4cm/6.2cm (inner and outer coils/lead body).the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report. UDI not available.

Event description:
Related manufacturer reference number: 2017865-2019-15199, related manufacturer reference number: 2017865-2019-15203. A patient death of an unknown cause was reported without clear information as to whether the death was device-related.